Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. The presence of blood in the guidewire lumen and the balloon being loosely folded indicates that the device was used in a procedure. Visual examination revealed kinks on the hypotube at 8cm and 66.5cm from the hub. There are kinks to the guidewire lumen at 11mm and 13mm from the tip. Microscopic examination revealed that the tip is damaged. Kinks and damage to the tip usually occur when the device is advancing along the wire and it is met with resistance. Stenosis, tortuosity, and calcification can potentially cause issues. There is a longitudinal tear in the balloon 1cm from the tip and approximately 8mm long. The tear in the balloon most likely snagged on calcification and then caused the other damage found.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was good.